Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to b5,h3,h4, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation result, information related to the occurrence of the defect phenomenon could not be confirmed. However, the device was not returned for evaluation and therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up for an unknown procedure, the device had a e315 scope communication error. The device was replaced. The device malfunction caused a 40 minute delay during preparation. The procedure was completed. There was no patient impact reported.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed incompatible scope error (e315). There were no reports of patient harm.